Manufacturer narrative:
The biomed reported that the central nurse's station (cns) was lagging. After cleaning the device, it was discovered that the hard disk drive (hdd) will need to be replaced. The customer will send the device in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) was lagging. After cleaning the device, it was discovered that the hard disk drive (hdd) will need to be replaced.

Manufacturer narrative:
Manufacturer narrative: the biomed reported that the central nurse's station (cns) was lagging. After cleaning the device, it was discovered that the hard disk drive (hdd) will need to be replaced. The customer will send the device in for repair. The device was evaluated and the reported problem could not be duplicated after 72 hours of extended testing. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit has been returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.